Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that the implantable cardiovert defibrillator (ICD) was in the backup vvi mode. Programming changes were made successfully. No patient symptoms were reported. The patient will continue with regular follow-up.